Manufacturer narrative:
This event is considered an off label use of the device. The device is intended to be used for electrosurgical cutting, coagulation, and ablation of soft tissue during open surgical procedures.

Event description:
Two weeks after facial resurfacing, the patient began experiencing additional inflammation, redness, discoloration and increased pain and sensitivity of the face.